Event description:
Tip broke off the stardrive screwdriver. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: a review of the device history records was performed and no complaint related issues were found. The fracture face is homogenous, which indicates material conformity, and has the typical view of a forced rupture. Visual inspection noted that the tip was extremely twisted before it broke. This is a clear indication that too much torque, far over the calculated design, was applied onto this screwdriver during the attempt of a screw extraction. No product fault could be detected. The investigation determined this complaint to be indeterminate.